Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump over bolus to correct blood glucose. Customer stated that they experienced low blood glucose. Customer blood glucose level was 41 mg/dl. Customer's current blood glucose level was 50 mg/dl. Trouble shooting was performed. Customer was using insulin pump within 48 hours of reported low blood glucose event. The reservoir will not be returned for analysis.